Manufacturer narrative:
This report is submitted on october 21, 2020.

Event description:
Per the clinic, the patient developed multiple and frequent infections and subsequently was treated with oral and topical antibiotics (date and duration not reported).